Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified ostium left circumflex branch. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the catheter could not pass through the target lesion. Subsequently, the balloon was noted to ruptured before inflation while trying to pass through the target lesion. The balloon was removed without problem and the procedure was completed with a different device. No complications were reported and patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified ostium left circumflex branch. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the catheter could not pass through the target lesion. Subsequently, the balloon was noted to ruptured before inflation while trying to pass through the target lesion. The balloon was removed without problem and the procedure was completed with a different device. No complications were reported and patient was good post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Solidified media was also present inside the balloon material. The device was placed in the waterbath at 37 degrees celsius in order to allow the media to soften. Once removed, the returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole located in the proximal balloon cone. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine IFU. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no issues with the hypotube or shaft polymer extrusion of this device. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.